Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there were cassette issues. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device tamper seal and battery door were missing. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The latch lock sensor was found to be defective. The root cause is unknown. The sensor and battery door were replaced to resolve the issue. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other text: b5: additional information was received on 31-aug-2022 via email and attached in the complaint object. All issues found with this device were found during testing. No patient involvement was indicated to me, or our technician, at the time the device was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120